Manufacturer narrative:
The user was bringing the instrument for verification too close to the back button on the head frame. This caused the software to go back a step. Software functioning as designed. The site was trained on the proper usage of the system and there have been no further issues.

Event description:
A medtronic ent representative reported that during an ent case, the software went from the navigate screen to the register screen and prompted them to re-register using tracer. The medtronic representative noted that this happened three times consecutively when trying to verify the ostium seeker and placing it in the divot. It was confirmed that they did not hit the back button in the software and that other instruments verified without issue. The surgeon completed the surgery without the use of the fusion navigation system. There was no impact to the patient.